Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mail stated the brush head started separating during a cleaning and completely came apart in the consumer's mouth. No injury was reported.